Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving baclofen (2000 mcg/ml at 270 mcg/ml) via an implanted pump. The indication for pump use was intractable spasticity. The patient¿s mother reported that the surgical pump site incision had dehiscence, and neurosurgery would be performing an explant (B)(6) 2025. Additional information was received on 7/1/25 from a healthcare provider via the company representative who reported that the physician explanted the pump and removed 45.5 cm of the pump segment of the catheter on (B)(6) 2025 secondary to possible infection. Per the physician, no infection was present after wound cultures were assessed. On (B)(6) 2025, the physician implanted a new pump and revised the preexisting catheter with a new pump segment of catheter. The issue was noted to be resolved.